Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Based on the provided information, the user's hearing sensation with the device was affected after a trauma on (B)(6)2023. The user noticed a sudden loss of hearing with the device. The user was re-implanted on (B)(6)2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Based on the provided information, the user's hearing sensation with the device is affected after a trauma. The user noticed a sudden loss of hearing with the device. Further information has been requested.